Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c magnesium list 08p19-20, manufacturing site wiesbaden, germany to alinity c magnesium list 08p19-25, manufacturing site longford, ireland. MDR number 3005094123-2025-00206 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported imprecise alinity c magnesium results. A patient sample generated alinity c magnesium of 6 mg/dl that repeated 1.80 mg/dl. No impact to patient management was reported.

Event description:
The customer reported imprecise alinity c magnesium results. A patient sample generated alinity c magnesium of 6 mg/dl that repeated 1.80 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a, patient information, no additional patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.